Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac power supply was observed to be not recognized. The device's power supply was replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning, and software version was checked.